Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urgency frequency. It was reported that the patient called to schedule an appointment with a mdt rep to have their device checked as directed by their doctor. Patient mentioned no symptom relief and they are getting a shock and sensitivity on the right side of their back. Patient mentioned therapy issue started by the end of last year. Patient also mentioned that the device may have moved, flipped and may not be in the right place. Agent emailed mdt rep to request to reach out to the patient. Redirected to hcp to schedule.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and stated that they were having pain in their leg and were told to call to see if anything can be done with the device. Patient stated they already saw their hcp and a company rep and were told everything with the ins was fine, including an x-ray. The patient stated they went to urgent care as well and they did an x-ray that came back clear too. The patient confirmed their device is currently off and that turning therapy off did not resolve their pain. The agent reviewed patient and technical services role and redirected the patient to their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked to clarify the device may have moved, flipped or maybe not be in the right place the patient reported the device may not be in the correct place due to sciatic pain on side of lead. The plan is to go or to remove snm. The issue was not resolved. The have turned the device off and the issue was resolved.